Manufacturer narrative:
Date of event: have been updated with additional information received from the complainant on (B)(6) 2017.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was to be used in a stent placement procedure performed on an unknown date. According to the complainant, the stent failed to deploy. There were no patient complications reported as a result of this event. Note: this event was deemed an MDR-reportable event based on investigation results which revealed that the sheath broke around the guidewire access port. Additional information received on september 12, 2017. On (B)(6) 2017, an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure was performed to treat a long malignant stricture due to pancreatic cancer in the distal common bile duct. Reportedly, the patient's anatomy was very tight and had been dilated using a 4 mm dilation balloon prior to stent placement. According to the complainant, during the procedure, the nurse pushed the catheter to deploy the stent but the stent did not deploy and there was "a sensation of giving away". The stent was removed together with the delivery system from the scope and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Investigation results: a fully constrained wallflex biliary rx covered stent and delivery system was returned for analysis. Visual analysis of the returned device found the clear outer sheath was curved, the outer sheath was kinked at places and broken near the guidewire access sheath, and the inner shaft kinked at places and near the break point. Functional evaluation found the stent could be manually deployed. No issues noted with the stent and no other issues were noted with the device. Device analysis determined that the condition of the returned device was consistent with the reported event. The noted damages to the returned device are likely due to anatomical or procedural factors, which limited the performance of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was to be used in a stent placement procedure performed on an unknown date. According to the complainant, the stent failed to deploy. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. This event has been deemed an MDR-reportable event based on investigation results which revealed that the sheath broke around the guidewire access port.